Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leuko reduction failure remains undetermined at this time. No conclusive cause was indicated by the run data file for the procedure or the manufacturing records for this lot.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run datafile do not indicate a conclusive cause for the higher than expected wbc content in the platelet product for this collection. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit (B)(6)the disposable kit is not available for return because it was discarded by the customer.